Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the cannula was not bent. The customer reported that the insulin exited the cannula. The customer was advised that the infusion site may be occluded. The customer also reported a little red mark by the infusion site. No additional information was provided.